Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a shock impedance measurement of less than 20 ohms. A patient initiated interrogation was performed via the patient's remote home monitoring system. This interrogation returned an in range shock impedance measurement. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement, with it entering within acceptable limits when checked after. At a later date, this rv lead high out of range shock impedance with a gradual increase in the measurements. Technical services (ts) was consulted and discussed available options to check therapy delivery current effectiveness, with a possible lead revision depending on results. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement, with it entering within acceptable limits when checked after. At a later date, this rv lead high out of range shock impedance with a gradual increase in the measurements. Technical services (ts) was consulted and discussed available options to check therapy delivery current effectiveness, with a possible lead revision depending on results. This rv lead remains in service. No adverse patient effects were reported. At a later date, this rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.